Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. The lead suffered a dislodgement after the patient suffered from a fall; therefore, the physician decided to place a new lead. No additional information is available at the moment. No additional adverse patient effects were reported.